Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Discarded.

Event description:
Mobi-c p&f us : disassembly. Implant not fully set in. Disengaged from inserter likely from loosening on back table. Surgeon requested another implant and finished the procedure without any issues at all. Implant discarded it was loosened inadvertently by the scrub tech. It was not a device related issue

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Field were updated for this report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, the cause for the event is an excessive screwing while loading of prosthesis on inserter. Indeed, overtightening the inner rod that secures the implant-locking nut to the implant inserter will unscrew the locking nut from the peek holder and disassemble the device. The mobi-c surgical technique warns to stop threading (the inner rod) as soon as full contact is achieved in order to avoid opening the disposable implant holder and releasing the implant. The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed).